Event description:
It was reported that the tandem-provided charging supplies began burning or melting. The customer's blood glucose was 388 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.